Event description:
Additional information received reported the cause of the failure to open was notdetermined. The pipeline was placed in a straight segment when it failed to open. No additional attempts were taken to open the pipeline as on the second attempt the pipeline fell into the lap of the aneurysm having to remove. Ancillary devices: catheter fg15150-0615-1s lot 228783152.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline embolization device, the device did not open at the distal end and rema ined closed after a second attempt, subsequently falling into the neck of an unruptured saccular aneurysm located in the vertebral artery. The aneurysm had a maximum diameter of 7 mm and a neck diameter of 5 mm, with severe vessel tortuosity. The distal landing zone was 3 mm, and the proximal landing zone was 4 mm. The device was removed from the patient and resheathed with the microcatheter. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was reported as good. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.